Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 470 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of the elevated bg level was unknown; however, customer suspected the cause to be possibly related to the non-tandem infusion set cannula. Bg was treated via intravenous insulin and saline. Reportedly, customer left the ER 4 1/2 hours later with the issue resolved and no permanent damage. Tandem technical support was unable to perform a system check as pump was not available for troubleshooting. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.